Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-implant procedure, pericardial effusion which lead to cardiac tamponade. A pericardial drain was placed. The patient's condition was stabilized. The event was resolved without sequlae. The lead remains implanted.

Manufacturer narrative:
Correction MDR required to remove lead model: 1457q/86, serial: (B)(4). Dbg011866 is an ide product.